Event description:
No patient was involved in this safety event. After cracking/kneading the heel warmer for a heelstick blood collection, the tech noticed that the heel warmer was much hotter than usual. She did not use the heel warmer and notified the nurse staffed at that time. Using a digital thermometer, heel warmer had reached a temp of 46 degrees celsius even after it had been sitting around for 5 minutes. As stated on the package, the temperature should not reach higher than 40 degrees celsius.